Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions regarding preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient did not recover after pump exchange. Percutaneous endoscopic gastrostomy (peg) was placed for nutrition, under conscious sedation, and the patient did not completely recover from anesthesia. In the early morning of (B)(6) 2021 the patient became unresponsive with agonal respirations. The patient's family was called and they refused intubation and decided to withdraw care.

Manufacturer narrative:
Previous admissions for infection are reported in MFR report #2916596-2021-03956, 2916596-2021-03928, and 2916596-2021-03930. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021 due to infection. Additional information reveals that this infection is chronic and not device-related. The source of infection was identified as originating from an ICD generator change then the infection progressed to a driveline infection. The patient was admitted from (B)(6) 2021 to (B)(6) 2021 and then returned on (B)(6) 2021 for the pump exchange. The patient had ongoing bacteremia related to the chronic infection. The patient was hospitalized 4 times since (B)(6) 2021 for bacteremia in spite of intravenous (IV) antibiotics. It was felt this was their only chance of survival. The treatment plan is presently to continue antibiotics IV for 4- 6 weeks and hopefully transition to suppressive (by mouth) po antibiotics.